Event description:
It was reported that during a supply change the ilet user mistakenly initiated the fill tubing sequence while connected to the infusion set and received a 0.9 unit insulin bolus. The user was instructed to monitor blood glucose and acknowledged the guidance. No reported symptoms. Outcomes included no alarms and completion of troubleshooting and education. Investigation included review of use error and user guidance. Investigation of this case revealed user-initiated unintended insulin delivery during tubing fill attributable to use error, with the infusion set and cartridge functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.